Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, it was reported by the nurse at the facility that they needed information regarding the removal of a PICC in a patient that has catheter associated dvt. The nurse reported that they have a patient who is finished with antibiotics and today it was noted that her arm was swollen. An ultrasound revealed a dvt. The md wanted to know if the PICC should be removed today of after a few days of anticoagulants. Ms&s responded that it would be up to the health provider whether to remove a PICC or have anticoagulant treatment for a few days before removal. Ms&s referred the nurse to the accp guidelines for anticoagulant therapy with dvts.